Manufacturer narrative:
E2: incorrect due to system limitations. Initial reporter is company sales representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connectors were not included in the package. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one returned sample was received in unused condition, in a plastic bag and its original packaging. During the visual inspection, a missing component was detected, the accessory was not present in the package. The failure mode was confirmed. Root cause was attributed to assembly. No actions taken.